Event description:
It was reported that an alert for low hv lead impedance reading was observed via (B)(4). Lead fracture was observed. The patient was asymptomatic. Upon extraction can to lead abrasion was noted.

Manufacturer narrative:
A partial lead was returned cut in two segements. External insulation abrasion was noted measuring 0.4cm on the cut insulation segment, consistent with lead friction to the ICD can. Without the return of an entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.